Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device was shocking the patient's heart when the settings were increased to a certain point. Further follow-up is being conducted to clarify the issues, when the patient first started experiencing the issues, the circumstances that led to the issues, and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.